Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings

Event description:
The user facility reported that the angio-seal device was used for hemostasis of bk case (below the knee). When the device was withdrawn, suture separation occurred, and part of the device was left in the patient's body. The suture appeared out of the patient's body and was attempted to be held. It is unknown how hemostasis was achieved. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the common femoral artery. The vessel diameter was 8 mm. The patient's outcome is unknown. The blood loss is less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 12march2021: when the device was being pulled into the full rear lock position, the suture broke around the point where a suture is usually cut when it is locked. Most part of the tamper tube was under the skin, though grasping the broken suture end with pean forceps. After multiple attempts, the tamper tube partially appeared, and hemostasis was achieved by tamping the collagen while pulling the suture. There was no remnants of the device and no hematoma afterwards. No excessive tension was applied to the suture. Health damage was not serious. The patient recovered. Hemostasis was achieved by the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Certification of analysis was reviewed and no inconsistencies were noted in the strength of the suture. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).